Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The ventilator was investigated by our field service engineer. Ventilator logs showed that the ventilator failed expiratory valve sub-test during pressure transducer test. Recommended action is to check the expiratory cassette and that the expiratory valve membrane is clean and correctly seated in the expiratory cassette. The membrane was cleaned by the field service engineer. The ventilator then passed all functional and safety tests and was cleared for clinical use. No parts were replaced. The root cause of the reported failed pressure transducer test during pre-use check was dirty expiratory cassette membrane. This will be detected during pre-use check.

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref #: (B)(4).